Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a guide wire fracture occurred. The 75% de novo lesion was located in the right coronary artery. When the physician introduced the 185cm kinetix guide wire to the lesion, it was unable to cross the lesion. While attempting to withdraw the device, the guide wire fractured. The fractured portion was surgically removed from the patient. No further patient complications were reported and the patient condition is reported as stable. However, post procedure bleeding was experienced as the patient received plavix.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a guide wire fracture occurred. The 75% de novo lesion was located in the right coronary artery. When the physician introduced the 185cm kinetix guide wire to the lesion, it was unable to cross the lesion. While attempting to withdraw the device, the guide wire fractured. The fractured portion was surgically removed from the patient. No further patient complications were reported and the patient condition is reported as stable. However, post procedure bleeding was experienced as the patient received plavix.

Manufacturer narrative:
Device evaluated by MFR: the kinetix wire was received in two pieces. The corewire and high torque sleeve (hts) were fractured. The distal portion was 1" long from the tip to the fracture. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).